Event description:
During the procedure inside the patient, the distal tip of the catheter separated from the catheter shaft. The separation occurred inside the guide catheter and the tip remained on the guide wire. All three devices were successfully removed together. No patient injury was reported.

Manufacturer narrative:
(B)(4). A review of manufacturing and complaint data could not be performed because the reporter did not have the serial number for this device. When we receive the device, we will confirm the serial number and check our database for relevant information. Additionally, a full evaluation of the device will be conducted and a supplemental report will be submitted following the investigation. We will continue to monitor complaints for this failure mode via standard complaint review process and data trending activities.